Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was exposed to water and its not working. Customer's blood glucose was 189 mg/dl. Troubleshooting was performed. Customer was not sure how moisture got into the screen of the device. Customer did state she took a shower, took off the device and left it in another room. Once she was done customer attempted to do a bolus and noticed the moisture. Fluids are under the lcd display. The device was not dropped and it doesn't have any cracks. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump received with blank display due to moisture damage on the electronic assembly. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.